Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer (non-hodgkin's lymphoma). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Addition information received on 03/21/2025 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer (non-hodgkin's lymphoma). There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation inside the blower kit. During the evaluation, secondary findings was observed and fluid like contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was twenty error codes found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation inside the blower kit and unit got scrapped. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.